Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to interrogate. The physician noted that premature battery depletion was also suspected. On 3/8/18, the device was explanted and replaced. The patient was stable throughout the procedure.